Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded model intraocular lens (iol) was defective and the iol was not in the injector properly. It was indicated the issue occurred during implantation and there was no patient involvement however, it was also stated that contact with patient's eye is unknown. Patient status was reported as fully recovered. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 08-aug-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens, handpiece, handpiece tray, patient stickers, patient ID card, implant notification card, and dfu were received as well. The complaint lens was received stuck in the handpiece cartridge with an unfolded trailing haptic. The plunger rod was received fully retracted. No further handpiece defects and assembly issues where observed before and after disassembling the handpiece for evaluation. Trace amounts of viscoelastic residue was observed which suggests an inadequate amount of ovd was used during loading and insertion which may have contributed to the complaint issue. The stuck lens was not removed from the cartridge to avoid introducing additional damage unrelated to the return condition of the lens. Complaint issue dc-lens damaged was not confirmed during product evaluation. Dc-device advancement could not be confirmed. However, the observed issue dc-stuck in cartridge is similar to the complaint issue dc-device advancement issue and could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was provided with return of patient implant card, date of surgery: (B)(6) 2023. Therefore, the updated information is captured in this supplemental report. The following field were updated accordingly: section b-3: date of event: (B)(6) 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.